Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a chemolock port where the reporter stated leaking was observed during infusion. The was leaking was noticed at the chemolock port connection part with the drug bag luer port. The culprit device was only used for 1 hr. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, no med/surg intervention required. The device was replaced with no further problems encountered.

Manufacturer narrative:
D9: date returned to MFR: 2/27/2026. A video was shared by the customer, where leaking is noticed at the chemolock port connection with the infusate bag. Nothing is connecting to the chemolock. One (1) used. List #011-cl2100, chemolock¿ port connected to braun 200ml bag and one (1) used, bag spike adaptor w/ chemolock connector connected to an unknown, extension set w/ piercing pin were returned for evaluation. As received, no physical damage or anomalies were noted. The infusate bag was filled with water and connected to the chemolock port, finding a crack at the female luer on the b l braun bag. Complaint of leaks can be confirmed. The probable cause was due to a crack noted in the returned non-ICU medical mating device. How, when or where this crack occurred cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.